Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the blank display, and the insulin was ran out. The customer reported a blood glucose value of 1900 mg/dl. The customer reported hyperglycemia, coma, loss of consciousness, fatigue treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-332a, unomedical, and mmt-7040a. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.